Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient the ventilator performed a warm start. No patient injury reported.

Manufacturer narrative:
For investigation, the log-files and the suspected pcb pneumatic controller were made available. The log-files did not show error message 13.03.001 as reported, but the error message 10.03.001. This error message is generated in case of faulty flash memories which are located on the pcb pneumatic controller. This could be confirmed during analysis of the replaced pcb pneumatic controller in the test-lab. The device internally monitors the function of the electrical components and generates an optical and acoustical alarm in case of faulty flash memories. The ventilation is not affected, as the information of the flash memories is used at start-up only. The log-files did not show a warmstart at the time of the displayed error message 10.03.001, but a large leak in the airway system. This caused a large compensation flow with high dynamic pressure drop. The device reacted as specified and posted the adequate alarms. However, as on the same time the error message 10.03.001 was displayed, the alarms with lower priority were not displayed. It is assumed that this situation was misunderstood as a warmstart. The replacement of the pcb pneumatic controller has solved the problem. The failure rate of the pcb pneumatic controller is accepted by the responsible team.

Event description:
Please see initial-report.